Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("migration of essure (uterus)") in an adult female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high. Concurrent conditions included ovarian cyst ruptured. Concomitant products included citalopram hydrobromide (celexa). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea,"), fatigue ("fatigue,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced bladder disorder ("bladder or urinary problem or changes") and urinary tract disorder ("bladder or urinary problem or changes"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia,"). In 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (uti)"), abdominal pain ("abdominal pain"), groin pain ("groin area") and ovarian cyst ("vaginal discharge from the ovarian cyst that kept forming and rupturing"). The patient was treated with surgery (bilateral microtubal implantation with removal of essures.) And surgery (underwent surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, migraine, headache, nausea, vaginal discharge, weight increased, abdominal pain, groin pain and ovarian cyst had not resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysteroscopy shows no uterine cavity lesions. Essure placed in ostia (with) 4 coils seen on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received, reporter added, demographic added, lot number received, events added are as follows- device dislocation, vaginal haemorrhage, menorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, migraine, headache, nausea, vaginal discharge, weight increased, abdominal pain, groin pain.events onset date, outcome, historical disease and concomitant drug added, severity updated, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("migration of essure (uterus)") in an adult female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high. Concurrent conditions included ovarian cyst ruptured. Concomitant products included citalopram hydrobromide (celexa). On (B)(6)2010, the patient had essure inserted. In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea,"), fatigue ("fatigue,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced bladder disorder ("bladder or urinary problem or changes") and urinary tract disorder ("bladder or urinary problem or changes"). In june 2010, the patient experienced weight increased ("weight gain"). In july 2010, the patient experienced dyspareunia ("dyspareunia,"). In 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (uti)"), abdominal pain ("abdominal pain"), groin pain ("groin area") and ovarian cyst ruptured ("vaginal discharge from the ovarian cyst that kept forming and rupturing"). The patient was treated with surgery (bilateral microtubal implantation with removal of essures.). Essure was removed on 28-dec-2016. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, migraine, headache, nausea, vaginal discharge, weight increased, abdominal pain, groin pain and ovarian cyst ruptured had not resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, nausea, ovarian cyst ruptured, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysteroscopy shows no uterine cavity lesions. Essure placed in ostia (with) 4 coils seen on each side. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 21 kg/sqm.hysterosalpingogram - on 1-apr-2010: bilateral tubal occlusion on 15oct 2009 patient undergone for f/u to sono; pelvic pain and the assessment shows llq pain. Sono reveals moderate ff (at) left adnexa, probable ruptured ovarian cyst.on 15 mar 2011 patient undergone for sonogram and the history shows pain since essure; llq pain x 3 mos concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 20-aug-2018: quality-safety evaluation of product technical complaint.incidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.